Manufacturer narrative:
(B)(4): evaluation, results: (cva/stroke).

Event description:
During the index procedure, the patient had one endeavor rapid exchange (rx) drug-eluting stent implanted to the mid lad. Patient was asymptomatic/free of symptoms at 30 day, 6 month, 1 year, 1.5 year and 2 year follow-up. Approximately 29 months post index procedure the patient was provided hospitalized for a cerebral hemorrhage. The investigator assessed that there was no relationship between the event and the study stent or study procedures. Patient was asymptomatic/free of symptoms at 2.5 year follow-up and no clinical sequelae were reported.